Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, migration, and lymphadenopathy.

Event description:
Healthcare professional reported extracapsular rupture confirmed via MRI, with some lobulations on their surface and circumscribed nodule. Device remains implanted. Later, hcp reported left retropectoral silicone implant, with lobulated contours, showing signs of intracapsular rupture, characterized by the presence of hypointense linear images interspersed in the silicone gel (linguine sign) and water droplets inside the silicone (olive oil sign)¿,